Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the enroute 0.014" guidewire while attempting to cross lesion. The physician elected to use a third party device wire to cross the lesion and placed an unplanned additional stent to address the dissection. The procedure was completed successfully, and no further complications were reported.